Manufacturer narrative:
Unit powered up with an illegible partial display. After further review, the lcd screen is cracked. Unable to perform displacement, and self tests due to the cracked components/circuitry. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump screen had crack. No harm requiring medical intervention was reported. The device will be returned for analysis.